Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 50 bd bbl¿ macconkey ii agar plates were found contaminated on the surface before use with a bacterial-like growth. Testing was not performed to identify the organism, and clinicians were not notified. There was no adverse user or patient impact. The following information was provided by the initial reporter: "customer reported contamination". "Was contamination noticed before or after inoculation? Before". "Bacteria or fungi contamination ¿ colony color? Bacteria looks like gram negative rods". "Location of contamination ¿ surface or sub-surface? Surface". "Was organism gram stained or identified? No".

Event description:
It was reported that 50 bd bbl¿ macconkey ii agar plates were found contaminated on the surface before use with a bacterial-like growth. Testing was not performed to identify the organism, and clinicians were not notified. There was no adverse user or patient impact. The following information was provided by the initial reporter: "customer reported contamination. Was contamination noticed before or after inoculation? Before. Bacteria or fungi contamination ¿ colony color? Bateria looks like gram negative rods. Location of contamination ¿ surface or sub-surface? Surface. Was organism gram stained or identified? No".

Manufacturer narrative:
H6 investigation summary : during manufacturing of material 221270, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 1347242 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed and one other complaint for batch 1347242 was taken for contamination. Retention samples from batch 1347242 were not available for investigation. One (1) image was received for investigation. The photo shows a single plate agar side up with visible contamination in the agar. The plate print is visible in this image and provides batch verification and timestamp (batch 1347242, time stamp 0941). No return samples were received for investigation of this complaint. This complaint can be confirmed for contamination. No complaint trend has been identified for contamination for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination.